Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Advantage af clinical study, pf106, subject ID: (B)(6). It was reported that a patient presented at the emergency department (ed) due to bleeding from two surgical access sites post procedure involving an faradrice steerable sheath. An invasive intervention was made to wash out the loop recorder pocket and a x ray test was made as an diagnostic test. The event was resolved and the patient recovered successfully. As the event occurred post procedure the device is not expected to be returned.

Event description:
Advantage af clinical study, pf106, subject ID: (B)(6). It was reported that a patient presented at the emergency department (ed) due to bleeding from two surgical access sites post procedure involving an faradrice steerable sheath. An invasive intervention was made to wash out the loop recorder pocket and a x ray test was made as an diagnostic test. The event was resolved and the patient recovered successfully. As the event occurred post procedure the device is not expected to be returned. The patient experienced a pulmonary edema days after the procedure, presented to the clinic for a 7-day follow up. Some mild crackles were noted upon lung auscultation and shortness of breath. This was attributed to a worsening of an existing condition and was treated by prescription of lasix 40 mg for 4 days. The condition was reported to be solved by (B)(6) 2024.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.